Event description:
Additional information: esophagogastroduodenoscopy (egd) was performed on (B)(6) 2018 which showed dieulafoy lesion on stomach with oozing, bleeding, and stigmata of recent bleeding in cardia 2-3 centimeters distal to gastroesophageal junction (gej) along lesser curve. To stop the active bleeding three hemostatic clips were successfully placed (magnetic resonance conditional). Bleeding stopped at the end of the procedure. Red clotted blood was found on the greater curvature of the stomach obscuring elevation. Gastrointestinal physical exam on (B)(6) 2019 showed no further bleeding, hemoglobin and hematocrit were stable.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Approximate age of device - 1 month. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that the patient was admitted due to patient's hemoglobin was at 6.3 (g/dl). The customer noted that the patient was extremely anxious throughout the night, despite taking xanax when necessary. The patient underwent blood transfusion, with two units of packed red blood cells (prbcs). The gastrointestinal bleed (gi) was most consistent on the upper gastrointestinal bleeding (ugi) based on patient's exams. Additional information requested. No further information provided.

Event description:
Additional information was received indicating the patient received blood transfusions post lvad implant for gastrointestinal bleeding. No additional information was provided.